Event description:
A low atrial impedance was reportedly measured during follow-up in the clinic: below 300 ohms in bipolar mode. The atrial impedance value in unipolar mode was around 420 ohms. Atrial sensing was within normal range, but an increase in atrial threshold was also observed. A reintervention was performed and the lead was explanted and a new lead was implanted.

Event description:
A low atrial impedance was reportedly measured during follow-up in the clinic: below 300 ohms in bipolar mode. The atrial impedance value in unipolar mode was around 420 ohms. Atrial sensing was within normal range, but an increase in atrial threshold was also observed. A reintervention was performed and the lead was explanted and a new lead was implanted.

Manufacturer narrative:
Summary of the investigation: a thorough re-investigation of the manufacturing process confirmed that all production steps were carried out in accordance with defined procedures. No deviations or anomalies were identified that could be linked to the reported issue. Complementary in-depth electrical testing was conducted under dry and wet conditions, with mechanical stress applied. The lead was segmented into proximal, body, and distal sections for impedance analysis. The results revealed an abnormally low impedance in the proximal (connector) segment under wet conditions, indicating an insulation defect consistent with a short circuit. Further internal inspection revealed a cut in the internal insulation of the lead located approximately 3.5 cm from the connector pin. This finding is considered the likely cause of the abnormal electrical values (low impedance and elevated a threshold) reported by the physician. Ongoing actions are carried out to prevent re-occurrence even if such a type of issue is very rare. The vega r52, s/n (B)(6) was released prior to the implementation of the actions to prevent the re-occurrence. This complaint has been recorded for trending purposes. For more details, please refer to the attached report analysis.